Manufacturer narrative:
Additional information was received the damaged was caused by casters, upon inspection, baxter technician determined that the account ran over the power cord. No death or serious injury was reported. Therefore, no death or serious injury MDR is required. There was no allegation or indication of a malfunction, and no malfunction MDR is required. The issue is solely a result of the negligence/abuse of the product (user error), as the user or technician confirmed the power cord damage was caused by the user running over the power cord during movement or transport of the bed. The user did not allege any issues with device performance. Labeling states to ensure the power cord is properly stored and not dragged or run over during transport. The instruction for use (IFU) instructs users ¿before transporting the bed make sure that the power cord is properly stored¿ and ¿take care when moving the bed not to run over the power cord¿. Caution¿before transporting the bed, make sure that the power cord is properly stored. Warning¿take care when moving the bed not to run over the power cord. In the above scenario, the device performed as intended, there were no other performance issues with the device, and there was no death or serious injury; therefore, an MDR would not be required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.